Event description:
The customer reported that the spo2 value on the intellivue multi measurement server displayed 98 but the dnr pt was blue. The physician ordered blood gas analysis and the value was 83. A portable spo2 monitor was placed on the pt that read 83. The nurse changed the transducer on the intellivue multi measurement server and the monitor still read 98. The dnr pt expired.